Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device emitted a burning smell. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the device emitted a burning smell. The remote service engineer (rse) and customer performed a log analysis and confirmed error codes which required a replacement of either the motor controller (mc) printed circuit board assembly (pcba) or power management (pm) pcba. The rse determined onsite service was required. This investigation is ongoing.